Event description:
Balloon burst.

Manufacturer narrative:
A catheter from the same lot was pulled from inventory and bench testing was performed. The catheter has a labeled rated burst pressure of 2.0 atm and a labeled nominal pressure of 1.5 atm. The comparative catheter from the same lot burst at 4.0 atm during the bench testing. It is unk whether or not an inflation device with pressure gauge was used as recommended in the instructions for use.